Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) did not go down into the patient's body. The sealant remained outside the vessel puncture site. Manual pressure was applied to achieved hemostasis. There was no reported patient injury. No excess force was applied during insertion. The advancer tube was held in place while removing the balloon from the access site. There was no difficulty removing the device through the advancer tube. The sealant was not deployed to the proper location. There was no visible bend or damage to the distal end of the balloon shaft after removal. The sheath was not kinked or bent upon removal. There was a shallow vessel depth. The intended procedure was diagnostic. The approach was retrograde. The user was trained on the device. The device was prepared and stored according to the instructions for use (IFU). Femoral artery suitability was verified on angiography, including insertion angle requirements. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity. The stick location was the right common femoral artery. There was no peripheral vascular disease (pvd) or calcium present in the vicinity of the puncture site. The device will not be returned for analysis as it was discarded.